Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf showed that the optia system operated as intended. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a pediatric patient in the ICU was undergoing a therapeutic plasma exchange (tpe) procedure. Prior to the start of the procedure, the patient appeared to have seizure activity. The rn notified the physicians and per physicians¿ order, the rn was instructed to start the procedure since they did not feel it was seizure related. At the beginning of the procedure, the patient developed a seizure. Per physicians¿ order, the procedure was paused and the patient was placed on a ventilator. Approximately 40 minutes into the procedure, the patient went into full asystole without any prior arrhythmia. CPR was initiated, the procedure was stopped immediately, and the patient was disconnected. Approximately 45 minutes post procedure, the patient expired. The customer stated that the patient was ¿severely¿ ill with ttp and they did not allege a deficiency with the device. The preliminary autopsy report stated that the cause of death was due to thrombotic thrombocytopenic purpura (ttp).the spectra optia exchange set is not available for return because it was discarded by the customer. This report is being filed due to patient death, although per current information there is no suspected malfunction with the terumo bct device or allegation of a malfunction.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this event. The disposable set was not available for return, but the spectra optia machine was serviced on february 23, 2018 by a terumo bct technician to check out cal verifications, the saline run and autotest. The service technician verified all pressure sensors and found none of the listed checks were related to the patient's death. The customer is not alleging a malfunction of the device, disposable or system. Root cause: based on the physician's statements and autopsy report, the cause of death was due to the patient's disease state.

Event description:
The patients first and last initials were taken from the autopsy report and the weight from the autopsy report.